Event description:
This MDR is related to MDR 3013840437-2021-00138 referring to the same patient. Follow-up information was received on 19-jul-2021: the physician confirmed that in terms of the cutaneous ischemia it resolved perfectly and diplopia as well. The sensitivity of the palate, tongue and face was still a little affected. As reported, he was recovering, but was still lacking. Due to the provided information the outcome of the event diplopia was changed from unknown to resolved, in 2021. The outcome of the event ischemia remained unchanged.

Event description:
This MDR is related to MDR 3013840437-2021-00138 referring to the same patient. Follow-up information was received on 24-nov-2021: the event rosacea was deleted due to clarification. The reporter informed that the patient recovered completely. The sensitivity, vision and color were fully recovered and rosacea was part of the process. Due to the provided information, the outcome of the events ischemia and diplopia was considered as and changed from resolving to resolved, in 2021.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, diplopia (pt: diplopia) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse lot number 100134699 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This MDR is related to MDR 3013840437-2021-00138 referring to the same patient. This spontaneous report was received from an argentinian physician and concerns a (B)(6) year-old male patient (height 180 cm, weight (B)(6) kg). He was injected with radiesse®, into the malar and nasolabial folds, to treat the lack of malar fat, on (B)(6) 2021. Batch number was reported as 100134699 (expiry date 12/2022). A lot search in the global safety database was conducted. Radiesse® was injected supraperiosteally, with 1/3 of an ampoule distributed in the two malars using a 27g needle (filling). As reported, 1 radiesse® was diluted with 1 of lidocaine, two of physiological solution (product preparation issue, off label use of device) and injected subdermally, into the nasolabial fold and cheek (bioest) using a cannula. The patient was not previously treated with radiesse®. The patients medical history included high cholesterol and arrhythmia. Concomitant medication included dilatren ap20 and rosuvastatin. On (B)(6) 2021, after the treatment with radiesse®, the patient experienced an infraorbital ischemia. The affected area was infraorbiary and supratrochlear. Corrective treatment included 700 units of hyaluronidase and aspirin 325, placed every 12 hours for 7 days, corticosteroids 40 mg (1 tablet, 1 per day), for 4 days and sildenafil 50 mg (1 tablet, 1 per day), for 4 days. The ischemia then spread over the forehead and affected the patients vision. The patient experienced diplopia and lost sensation on the left side of the face. The physician injected 3 more ampoules of hyaluronidase (4500u). At the time of this report, the patient had a skin infection from so many punctures and felt itchy. On (B)(6) 2021, the patient was given 500 mg of cephalexin (every 6 hours) for 5 days. Sensitivity in lips was regaining. Based on the provided information, the outcome of the event infraorbital ischemia was considered as resolving. The outcome of the event diplopia was unknown.

Event description:
This MDR is related to MDR 3013840437-2021-00138 referring to the same patient. Follow-up information was received on 24-aug-2021: the patients skin and eyesight were fully recovered. At the time of this report, the patient still had a sequelae of sensitivity. The outcome of the events was left unchanged.

Event description:
This MDR is related to MDR 3013840437-2021-00138 referring to the same patient. Follow-up information was received on 17-sep-2021: the event rosacea was added. At the time of this report, the patient was much better. The part of the vision did not recover completely, as he continued to have a lack of vision when looking towards the center. The skin was fine but it looked as if a rosacea had appeared on the area, and the sensitivity of the inside of the mouth was much better but it was not one hundred percent recovered. Due to the provided information, the outcome of the event diplopia was changed from resolved to resolving. The outcome of the event ischemia remained unchanged. The outcome of the event rosacea was unknown.